Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that ipg was approaching end of life (eol) and programmer displayed "replace generator soon" message. An abbott representative confirmed ipg had reached eri, and battery status was at <2.73v. It was noted that patient runs stimulation on a continuous setting. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced to address this issue. Therapy was restored.